Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Plunger head was cracked. There was check clutch/plunger lever error in event history log. The reported problem was confirmed in inspection and flow test. The root cause of the reported issue was found to be normal wear with a few teeth broken off the gear cam in the plunger head. Pump is over 9 years old. Actions were taken to mitigate the reported issue: replaced plunger gear cam. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the device's syringe plunger driver seems to be loose. No patient injury was reported.